Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information provided, the reported embolism, angina, EKG/ECG changes, cardiogenic shock, and sepsis appear to be related to the complete clip detachment (ccd). The reported death was due to sepsis. The removal of foreign body and surgical procedure were results of case-specific circumstances as the a cutdown procedure was performed to retrieve the embolized clip. All available information was investigated and a definitive cause for the reported ccd in this incident could not be determined. The reported patient effects of embolism, angina, death, EKG/ECG changes, cardiogenic shock, and sepsis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that death was not related to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was explanted, and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: article titled, acute occlusion of the right coronary artery: an unusual case. [(B)(4)].

Event description:
This is filed to report the complete clip detachment, foreign body in patient, sepsis, medical intervention and death. It was reported through a research article titled, acute occlusion of the right coronary artery: an unusual case, that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The procedure was performed on (B)(6) 2017. Two clips (70824u103,70731u377) were implanted, reducing the mr to 1. On (B)(6) 2017, the patient experienced severe angina and echocardiogram showed st elevations. The patient was immediately transferred to the catheter lab with beginning cardiogenic shock. Angiography showed that one clip embolized in the right coronary artery ostium. An attempt was made to remove the clip using a snare and a surgical cut-down at the groin; however, the clip detached from the snare and embolized into the right femoral artery. A cutdown procedure was performed and the clip was then retrieved using forceps. After removal of the clip, the patient was stable. On (B)(6) 2017, the patient died from sepsis. Details are listed in the attached article. No additional information was provided.